Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery. A 3.00 x 24 mm promus elite was deployed and post dilated and a proximal edge flow-limiting dissection was noted. The dissection was covered with a 3.50 x 13 mm non-boston scientific (bsc) stent and the procedure was completed successfully. The patient was stable after the procedure and fully recovered. It was further reported that the 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 2.5 x 15 mm semi-compliant balloon was utilized to pre-dilate the lesion, followed by full deployment of the stent upon balloon inflation. This was succeeded by post-dilation using a 3.5 x 12 mm non-compliant balloon.

Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery. A 3.00 x 24 mm promus elite was deployed and post dilated and a proximal edge, flow-limiting dissection was noted. The dissection was covered with a 3.50 x 13 mm non-boston scientific (bsc) stent and the procedure was completed successfully. The patient was stable after the procedure and fully recovered.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).